Manufacturer narrative:
Updated data: b3, b4, e1 (initial, phone , email ) e2, e3, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 (impact, clinical).

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) some of the keys are not working. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the keypad controller pcb. The unit was then handed over to the customer in good working condition.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) some of the keys are not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.